Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use two resolute onyx rx drug eluting stents (the first device is ronyx27534ux and the second device ronyx27538ux) to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to devices packaging. There were no issues noted when removing the devices from the hoop/tray. Negative prep was performed on the devices with no issues identified. It was reported that stent deformation occurred in-vivo during positioning. In each case the devices were replaced by a resolute onyx of the same size. No patient injury was reported.